Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and attributed to the faulty analog board. The analog board was scrapped. The customer declined the repair, the unit was returned unrepaired and labeled not certified for clinical use. Analysis of reports of this type has not identified an increase in trend.